Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "when you plug it into the processor the screen says communication error and a salt and pepper screen" was due to scope connector corrosion and deformation contact pins. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an unspecified scope communication error and a salt and pepper screen. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.